Manufacturer narrative:
The hill-rom technician found that the center arm assembly was broken. He replaced the assembly to resolve the issue.

Event description:
Info received indicated the right siderail will not latch.